Manufacturer narrative:
Device is combination product.(B)(4)

Event description:
Same case as MFR# 2134265-2010-04330. It was reported that during a stenting treatment procedure, withdrawal resistance occurred. The 100% stenosed target lesion was located in the non tortuous and non calcified circumflex artery (cx). The lesion was predilated with a 2.5x15mm apex balloon and then, a 2.50x24mm taxus liberte stent was successfully implanted in the proximal cx. The lesion was post dilated with a 2.5x15mm nc quantum apex balloon at 20atms. The physician identified an additional lesion in the severely tortuous obtuse marginal (om) beyond the stented segment. A 2.25x8mm taxus liberte atom stent was advanced through the previously placed stent in the proximal cx; however, there was difficulty negotiating the curve into the om. The physician attempted to withdraw the undeployed 2.25x8mm stent and resistance was met when retracting the device through the previously placed 2.50x24mm stent. When the 2.25x8mm device was positioned inside of the guide catheter the physician was unable to retract the system; therefore, the entire system, guide wire, guide catheter and stent delivery system (sds) were removed as a unit. Once the devices were outside of the patient, it was noticed that the 2.25x8mm taxus liberte atom stent had snagged the previously implanted 2.50x24mm stent and pulled it out of the vessel. The physician then rewired the vessel and successfully implanted a 2.75x23mm promus stent in the mid cx and postdilated the lesion with a 2.75x15mm nc quantum balloon. The procedure was completed with no additional patient complications reported. The patient's condition is okay.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus liberte (mr) stent delivery system (sds) with another stent attached. Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was distal stent damage. The stent was damaged and stretched on the entire distal end with another stent attached to the distal end which was damaged and stretched also. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2010-04330. It was reported that during a stenting treatment procedure withdrawal resistance occurred. The 100% stenosed target lesion was located in the non tortuous and non calcified circumflex artery (cx). The lesion was predilated with a 2.5x15mm apex balloon and then a 2.50x24mm taxus liberte stent was successfully implanted in the proximal cx. The lesion was post dilated with a 2.5x15mm nc quantum apex balloon at 20atms. The physician identified an additional lesion in the severely tortuous obtuse marginal (om) beyond the stented segment. A 2.25x8mm taxus liberte atom stent was advanced through the previously placed stent in the proximal cx; however, there was difficulty negotiating the curve into the om. The physician attempted to withdraw the undeployed 2.25x8mm stent and resistance was met when retracting the device through the previously placed 2.50x24mm stent. When the 2.25x8mm device was positioned inside of the guide catheter the physician was unable to retract the system; therefore, the entire system, guide wire, guide catheter and stent delivery system (sds) were removed as a unit. Once the devices were outside of the patient it was noticed that the 2.25x8mm taxus liberte atom stent had snagged the previously implanted 2.50x24mm stent and pulled it out of the vessel. The physician then rewired the vessel and successfully implanted a 2.75x23mm promus stent in the mid cx and postdilated the lesion with a 2.75x15mm nc quantum balloon. The procedure was completed with no additional patient complications reported. The patient¿s condition is okay.